Event description:
During surgical procedure surgeon wearing 400w xenon headlight assembly noted left buttock with first to second degree burn from headlight. Headlight source turned off and burn treated and monitored. Final result was severe circular 2nd degree burn to left buttock approx. 6.0cm in diameter with the brightest center section at 2.5cm diameter. Surgery completed with no additional events. Heat output test was performed. Set up and tested light output and beam diameter at three different lengths. Head light focus and dimmer tested ok. Lightsource lamp hours 117.9 ok. Estimated 10% damage to fiber optic strands. Tested for temperature at following distances: 3 cm distance with 2cm beam diameter: temp = 120degreec in 15 seconds; 15 cm distance with 5.0 beam diameter: temp = 80degreec in 3 mins; 60 cm distance with 12.5 beam diameter: temp = 38degreec in 45 mins. No additional tests performed. Unit sent to manufacturer for evaluation.